Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.9 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to dislocation, (B)(4) for dissociation, (B)(4) due to infection, (B)(4) traumas, (B)(4) device loosening, (B)(4) revision, (B)(4) due to pain, one device failure, one stability/poor joint, (B)(4) fixation, (B)(4) for fit issue, and (B)(4) for limited range of motion. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity.

Event description:
Revision surgery - the pt's joint had become loose; the surgeon tightened them using longer implants. The agent indicated a significant adverse event due to the joint's condition, not a product issue.